Event description:
It was reported that the image turned green when using the deflectable videoscope. The issue was observed during preparation for use. There were no reports of patient involvement.

Manufacturer narrative:
E1/establishment name:osaka seamen's welfare hospital, japan seamen's welfare association (public interest incorporated association). The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation and historical data, possible causes includes deterioration of parts, environment problems such as dust/dirt/humidity, optical problem, overheating problem, and electrical problems such as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the final investigation. The investigation provided additional information on the device evaluation. According to the investigation the device objective lens was discolored, and the reported confirmed failure was caused by failure of the circuit board mounted on the video connector. The cause of the printed circuit board failure was due to the accumulation of electrical stress from repeated power cycles on the electrical parts implemented on the circuit board, or sudden overcurrent from static electricity, though the specific cause could not be determined. However, overcurrent can potentially occur during system power-on when connecting or disconnecting the scope connector, due to leakage current from other devices or electrical wires, or from dust or moisture adhering to the electrical contacts between the video system center and the video connector. Furthermore, since the printed circuit board inside the video connector of the product has been carefully used since july 2021, it is also possible that it has been affected by aging, leading to unstable electrical contact. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.